Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly lost power without user intervention. The reporter attempted to power the pump on with a new battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple alarms. During testing, there were multiple attempts to power on the pump. The display remained blank with audible alarms that were unable to be cleared. The software was reloaded and the alarms would not clear. The pump was opened and no moisture or damage was found to the internal power circuit.